Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported "implant has begun to leak" diagnosed on ultrasound and mammography. This relates to an unknown side. Device remains implanted.

Event description:
Patient's representative reported "implant has begun to leak" diagnosed on ultrasound and mammography. This relates to an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d1, d2, d4, g2, g4, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., b5., b6., h6.

Event description:
Patient's representative reported "implant has begun to leak" diagnosed on ultrasound and mammography.patients representative later reported "a couple of silicone-infiltrated lymph nodes are observed in the right axillary¿. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Device has been explanted and replaced with a non-allergan device. The explanted device was accidentally discarded. This relates to the right side.